Manufacturer narrative:
(B)(4). Batch # t5e97a. Additional information was requested and the following was obtained: can you please clarify though, if after the second device was fired and "60% of the staple line fell apart" if unformed or malformed staples were seen in the tissue/on the staple line? Or was the staple line compromised by the removal of the device with two full revolutions? My understanding is that the unformed/malformed staples were from the first device and first fire. I cannot answer your question if the removal process could have been the cause of a compromised staple line. They did have a tough time trying to remove the device though. Was there any change in the post-operative care of the patient due to the event? What is the current patient status? There was no change that I know of in the post-operative care of the patient. Doctor said that the patient was doing fine as of (B)(6) 2019. Device evaluation summary: the analysis results found that the cdh29a device (b) arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report relates to device 2 of 2.

Event description:
It was reported that during the anastomosis portion of a robotic colon resection, the cdh29a formed staples only partially around the circle (incomplete staple formation). A second cdh29a was used to perform the anastomosis and similar unsatisfactory results occurred again. The surgeon hand sewed the anastomosis after the second device failure. ¿the nurse in the room stated that the patient had really bad tissue and they were not even sure if it was the device malfunctioning or just the patient¿s tissue.¿ there were no patient consequences reported. After speaking with the surgeon, he feels that the other surgeon firing the stapler may have ¿double-clutched¿. The anvil was properly attached and dialed down to the green zone. After firing, there were unformed ¿u¿ shaped staples present. The surgeon below dialed two full revolutions counter clockwise and had some issues actually removing the device. The surgeon re-resected and started the anastomosis again. The surgeon fired the second stapler from below and heard ¿a lot of metal¿ (assuming staples). Two full revolutions were again used to remove the stapler. Upon inspection of the staple line, 60% of the staple line ¿fell apart¿. The surgeon over-sewed to complete the anastamosis. When the surgeon and I spoke we discussed how ethicon circular staplers only require 1/2 to 3/4 turn counter clockwise before removing the stapler.